Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery (rca). A 4.00 x 16 synergy¿ drug-eluting was advanced but failed to cross the lesion. Dilation was performed and the device was again re-advanced but still failed to cross the lesion. The device was removed and it was noted that the stent struts were lifted. Dilatation was performed using a bigger size balloon catheter and the procedure was completed with a 4x20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.